Manufacturer narrative:
The reported inability to communicate with the device was not confirmed in laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes the patient condition post ICD change out was stable. No complications occurred during procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was unable to be interrogated. It was unknown if the patient's lvad interfered with the telemetry communication. The device was at eri, which is when the telemetry strength is weakest. Shielding the ICD was recommended. The patient has not experienced any adverse effects.

Event description:
New information received notes the device was explanted and replaced.